Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a pca 7.01 w/ mednet. Pump said patient had received 6.7 mg of a 6 mg syringe and still had about 1 mg available in the syringe. Unsure if effected patient. No other information provided by customer.

Manufacturer narrative:
Device arrived with complaint of over delivery 6.7 mg instead of 6 mg. Ran pvt accuracy test on device. The device delivered 20.2 mg of 20 mg. The tolerance of the accuracy test is +/- 1 mg from 20 mg. Device passed accuracy test. This test was repeated two more times, yielding results of 20.8 and 20.4. Could not confirm complaint. Probable cause not found. Device arrived with non-ICU medical battery. The front door and door latch are broken.